Event description:
The patient experienced syncope and was admitted to the emergency room. While in the emergency room, the patient also experienced low blood pressure. The device was then interrogated and no anomalies were observed. The cause of the event was suspected to be due to the patient's condition and medical history. There was no device malfunction alleged. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that during the hospitalization, the patient experienced cardiogenic shock, dehydration, organ dysfunction and palpitations. Medication was administered and no anomalies were observed during the device interrogation.